Event description:
It was reported that a patient experienced a leaking and damaged insulin cartridge, initially attempted to reuse a cartridge, and then loaded a new cartridge but did not observe drops at the tubing end until the luer connector was tightened and the load sequence was completed per on-screen instructions. Symptoms included no insulin delivery evidenced by absence of drops at the tubing end and a wet cartridge, without reported glycemic symptoms. Outcomes included successful restoration of flow after troubleshooting, no alerts or alarms, and no medical intervention or hospitalization. Investigation included telephone troubleshooting and user education on proper loading and prohibition of cartridge reuse. Investigation of this case revealed user handling issues related to cartridge reuse and an incompletely seated or insufficiently tightened luer connection, with no further device malfunction once correctly assembled. It was concluded, based on previously established findings for similar reports, that the cause was user error in handling and assembly.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.